Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2017, an fse conducted an onsite follow-up with the customer to address the reported event. During servicing, fse found that hbe suspect on all samples and the instrument failed calibration. Fse replaced the pump plunger and pump seals and all tubing that contains sample. They calibrated and ran controls and all were in range. The instrument was verified to be operational. There was no further action required by fse. The most probable cause of the reported event was due to defective tubing to the pressure pump.

Event description:
On (B)(6) -2017, a customer reported they are getting low pressures and hbe suspected flags with their g8 analyzer. Technical support troubleshooted with the customer but they continued to recover hbe flags. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.